Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer checked the tubing and mask; however, there were no abnormalities. The device was inspected by the hospital, and the technician made a preliminary consideration that the air oxygen mixer module was faulty. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km) representative, and the responder reported that the gas delivery system (gds) was repaired by the hospital, and the device was returned to service.